Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported the patient was hospitalized for diabetic ketoacidosis while using the infusion device. The patient's doctor was concerned that the infusion device was not delivering insulin properly. The patient's mother advised that the elevated blood glucose may be caused by an absorption issue. The patient's blood glucose result was 135 mg/dl on the night prior to the hospitalization. An hour later, her blood glucose result was in the "200's" mg/dl range. The patient's blood glucose was in the 400 mg/dl range an hour after the "200's" mg/dl result. The patient started to have symptoms of hyperglycemia with nauseous, vomiting, and then became unconscious. The paramedics were called and the patient's blood glucose result was "nearly 1100 mg/dl". At the hospital, the patient was administered lantus and humalog via IV drip. A "few hours" later, the patient's blood glucose result was 880 mg/dl. The patient was in a coma for 4 days and was hospitalized for 7 days. Return of the suspect device was requested for evaluation.